Event description:
It was reported that thrombosis and transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Some time after the implant, the patient present with tia. Transesophageal echocardiogram was performed which revealed a thrombus on the watchman implant. The patient was started on oral anticoagulation medication. The patient is reported to be fully recovered. No additional information is known.

Manufacturer narrative:
D4: updated lot number.

Event description:
It was reported that thrombosis and transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Some time after the implant, the patient present with tia. Transesophageal echocardiogram was performed which revealed a thrombus on the watchman implant. The patient was started on oral anticoagulation medication. The patient is reported to be fully recovered. No additional information is known.